Event description:
Caller reports an aviva mg/dl package was labeled as mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).